Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.073" x 0.299" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci assisted surgical procedure, the large suturecut needle driver had a broken tip. The procedure was completed with a backup instrument of the same kind with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no delay in the procedure.